Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to observations of loss of capture with no asystole observed. No additional adverse patient effects were reported.